Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen screen, keypad anomaly and history pointers failed alarm. Customer's blood glucose at time of incident was 5.6mmol/l. Customer stated they place new battery in the pump and the buttons are not working and pump alarm history pointers failed alarm. Customer has tried removing battery and replacing. Customer was unable to access the pump menu. Customer was still on backup plan. Customer insulin is going to be swap.

Manufacturer narrative:
The pump was received with a blank display due to a corroded electronic assembly. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, self test, sleep current, active current or verify the pump error 49, frozen display, or unresponsive button/keypad due to the blank display. Moisture damage was found on the force sensor, motor, and keypad assembly during visual inspection. The pump was received with a corroded battery tube, a scratched case, a cracked case behind the pump near the battery compartment, a pillowing keypad overlay, and minor scratches on the lcd window.